Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged; in addition, it was reported that there was evidence of moisture or corrosion in the pump. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-oct-2019 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. There was moisture corrosion found inside the battery compartment. Leak testing revealed battery compartment and pump case leaks. The pump was opened and moisture corrosion was found inside the pump on the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.